Manufacturer narrative:
The reported issue, that devices are experiencing specific error codes could not be confirmed. No product or device logs were returned for investigation. The root cause for the reported issue that devices are experiencing specific error codes was not determined, because no product or device logs were returned. No device history search was performed, since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿experiencing specific error codes¿. Based on the crb review and the limited information provided, no further investigation actions will be performed.

Event description:
It was reported, that devices are experiencing specific error codes. No other information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that devices are experiencing specific error codes. No other information was provided.